Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not recall the inaccurate cgm reading or bg meter reading. Customer performed multiple calibrations. At the time of the report, the cmg reading was accurate. No additional patient or event information was available. A root cause could not be determined.